Event description:
Resident accidentally had left foot, ankle, calf trapped between side rail and bed. The side rails were not pulled up or in use. Resident somehow got their leg below the level of the mattress and in between the frame of the bed and where the side rails are bolted on to the bed.